Event description:
The patient reported receiving a burn from his charger. The pt treated the burn with a topical ointment. The pt reported receiving a burn from the charger. The pt described the burn as redness and a small blister and treated the pain with a topical ointment.